Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the patient experienced a sensor that deployed on its own. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor was provided for investigation. The device was visually inspected and no defect was found. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product.